Manufacturer narrative:
(B)(4).

Event description:
The nurse complained of questionable inr results for a patient from coaguchek xs meter serial number (B)(4). The result from the meter was 3.8 inr with a fingerstick. The result in the laboratory was 2.8 inr. All of the laboratory results were measured immediately after the meter and the method was dade innovin. The laboratory testing was performed because the meter inr results were elevated. There was no adverse event. No actions or treatment were taken and the patient was stable. The meter had not been cleaned. The patient has a history of anemia but the hematocrit results were believed to be within range and not low. The patient was not taking heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in coumadin. The patient has had no changes in diet, no illness, no new medications, and no symptoms of high blood pressure. The therapeutic range was 2.0-3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 19663813) were tested in comparison with the current master lot. For this purpose two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.